Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information from third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device at the third party service center, the device was visually inspected, and visible foam particles were observed in the blower kit, corrosion in the device as well as connector. The device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dream station auto unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from connector oxcide. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.